Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the alleged issue. The device inspection revealed the following: the received drill showed significant signs of usage evident by dull cutting edges of the flutes and scratch marks all over. However, the tip region was found to be broken just around the point where the cutting edges begin. The fracture surface exhibited mixed characteristics of a brittle & ductile failure evident by some plastic deformation and some smooth surface. Predominantly it appears to be a brittle one caused most likely due to excessive torsional & bending loading. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance to the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the above investigation, the root cause of the issue is deemed to be user related. The nature of breakage indicates towards an inappropriate usage of the screwdriver evident by a largely brittle fracture indicating towards application of excessive bending & torsional loading. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "the tip of the 705025s drill (2.5 mm) broke off. The tipi of the drill was retrieved from inside the patient's bone. Backup devices had to be used."

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
As reported: "the tip of the 705025s drill (2.5 mm) broke off. The tipi of the drill was retrieved from inside the patient's bone. Backup devices had to be used."